Event description:
Customer reported that he had a low blood glucose event and he had a seizure as well. Customer stated that he was sleeping and had a seizure and spouse called the paramedics. Blood glucose at the time of the event was 17 mg/dl. Customer was treated with a d50 shot. Customer stated he has been experiencing low blood glucose for 1 or 2 hours. Customer was not admitted to the hospital. Current blood glucose is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.